Event description:
Per the audiologist, results of an integrity test done in 2006 were consistent with normal receiver/stimulator function with four faulty electrodes. The clinic reportedly had been monitoring device use. The pt's device was explanted in 2008, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.